Event description:
This is being reported as an adverse event under the FDA medwatch regulations. During a call to customer service, the consumer was requesting a new meter due to the fact he dropped his meter and it is no longer working. At the time of the call, the consumer reported to nova biomedical that he experienced a hypoglycemic event, which did require the consumer's dad to administer glucagon to raise the consumer's blood glucose level. The consumer admitted that the cool to hot weather changes in his region affects his ability to control his blood glucose levels. The meter in question will be returned for eval because this is a medwatch report. However, the consumer has discarded the test strips used in this event.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.